Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a low anterior resection, an actuation sound was heard without pressing the hand switch. No error code was displayed. Gen04 was used. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning

Manufacturer narrative:
(B)(4). The device was returned in good physical condition. The device was tested with a generator and was functional. During the analysis, each of the max and min hand activation buttons were pressed and no continuous activation occurred. There were no noise issues at any time during testing. It could not be determined why it was reported the device kept being activated after releasing the activation buttons. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.